Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the liquid residue or objects inside the forceps channel resulted from improper reprocessing. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): chapter 1 general policy: 1.4 precautions: [warning] perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism,or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Chapter 5 reprocessing the endoscope: 5.3 precleaning the endoscope: [warning] if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the subject device was leaking from both the instrument channel and the forceps channel. Additionally, the distal end was detached, and the number one switch was not functioning properly. Several of the device¿s components were removed and replaced. Following those replacements, the subject device was tested and confirmed to be back at the manufacturer¿s specifications. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer requested an in-service from olympus to aid in the facility¿s reprocessing techniques related to their olympus cysto-nephro videoscope. During the in-service, it was discovered that the subject device had been insufficiently reprocessed as no bedside cleaning nor leak tests were performed (B)(6). The customer then went on to note that in a previous week, the same cysto-nephro videoscope had black foreign material coming from it after a case (please see reported with patient identifier (B)(6). The customer went on to explain that this same device was used a second time, on a new patient and the same black foreign material was seen during and after the case (please see reported with patient identifier (B)(6). At that time, the olympus representative informed the staff that scope was compromised and not suitable for use. That was when the staff informed the olympus representative that the scope was currently in another room with the physician, in use (please see reported with patient identifier (B)(6) additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report 3 of 4. For the remaining related files, please see reports with patient identifiers: (B)(6)